Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, noise resulting in oversensing was observed on the right ventricular (rv) lead. Additionally, insulation damage was observed on the proximal portion of the rv lead. The physician elected to keep the rv lead implanted and connect it to the left ventricular port of the device to prevent oversensing. The patient was in stable condition following the procedure.